Event description:
The reporter stated that the surgeon was performing a spinal fusion at level l5-s1. The posterior intervertebral body fusion device implant was loaded on the inserter and introduced then rotated into position without incident. The surgeon then unscrewed the draw rod to release the cage. He used the squeeze release to spread the side rails. As he was using a slap hammer the implant came out position. The implant was discarded and a new device was introduced without incident. There was no adverse outcome for the pt. The surgery time was prolonged by about fifteen minutes.

Manufacturer narrative:
A review of the complaint log shows that this is the only recorded instance of an implant coming back out of the wound when removing the inserter. Per the device history record this batch of parts was mfg in april of 2008 and passed through inspection without a nonconformance. The returned implant was visually inspected and no damage was found. All of the internal threads are intact and do not show wear & there are not scratches or gouges on the outside of the implant. It was reported that after removal of the 8mm implant, the surgeon went back in and placed a 10mm implant without incident. This fact, and lack of damage to the part would indicate that the original implant was undersized for the disc space it was placed into. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.